Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was unable to undergo testing for the reported problem of failed flow rate testing due to a persistent system error. The device underwent pressure plate verification and flow rate calibration to ensure proper functionality of the device before returning to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate testing. There was no patient involvement. No additional information is available.